Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's basal-iq software was not suspending insulin as intended. Customer's blood glucose level was 300 mg/dl. Tandem technical support could not confirm the issue as customer did not have data available for review.